Event description:
On (B) (6) 2010, clinical specialist reported patient needs assistance doing an insulin cartridge and infusion set change. Patient received training 2 days ago. On follow up call to patient attempted to assist with cartridge change; patient reported the plunger was stuck to the piston rod. Patient stated she remembers the plunger getting stuck during a previous attempt. Patient reported enough insulin spilled into the cartridge chamber that she had to turn the infusion device upside down and dump it out. Patient stated "my sugars dropping rapidly due to no insulin." Attempted to clarify this as patient reported hypoglycemia was due to no insulin. Patient stated her blood glucose was "almost 400 mg/dl earlier today." Patient reported her current blood glucose is 74 mg/dl. Patient stated her level of anxiety makes her blood glucose drop. Patient's target blood glucose reading is 100 mg/dl. Patient has been without insulin since 4 p.m. Today. Patient has a backup infusion device but it has not been programmed. Patient reported she has "memory issues"; she cannot remember basics of infusion device operation. Notified clinical specialist of conversation. Recommended patient contact physician's emergency after-hours service for guidance to treat diabetes. Advised to go to local emergency room if necessary. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.